Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. It was stated the customer had multiple motor error alarms in the history. The customer did not state any significant events leading to the alarm. The insulin pump will be returned for analysis.